Manufacturer narrative:
Date of event: exact date unknown, event occurred in december 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 18493260.

Event description:
It was reported that the patient experienced shooting shocks and the ipg was unable to connect to the clinicians programmer (cp). The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted devices were not returned.